Event description:
As reported summary while implanting an epicardial lead it was mentioned about an event where they used a screw in lead and how a part of the myocardium was ripped off and they had to work on sealing the patch. No model number, serial number, implant date, or event date was provided for the above case. Attempts for more information were made but were unsuccessful.

Event description:
Updated information received on 08-oct-2018 (4047) is an epicardial lead and is the product that was being implanted in place of the lead that caused the perforation. There were no allegations made against the greatbatch medical product.

Event description:
As reported when trying to implant an lv lead via a thoracoscopic approach (vats). The lead was to be placed on the left lateral epicardial surface of the heart and damage to the epicardial tissue was noted as it was directly visualised using the technique described - bleeding was seen. The surgeon didn't know of any additional adverse events beyond the original intervention.